Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Related manufacturer reference number: 2938836-2019-17622. It was reported that the patient presented for follow up in clinic after the lead revision. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician upon the device interrogation. The high voltage lead exhibited low, out of range impedance since the lead revision. The device was explanted and replaced. The impedance value exhibited normal range after the device changeout procedure. The patient condition was stable.

Manufacturer narrative:
The reported event of battery performance alert (bpa) was verified in the laboratory. The investigation revealed false positive bpa. Prior to the bpa event, the device was reloaded in the field and it cleared the device's usage data as a part of the procedure. This triggered false positive alert as bpa algorithm uses deice usage history data for calculations which got cleared after reloading the code. This is normal and expected behavior when the data is cleared, and the device had been implanted for >8 years. The reported event of low high voltage impedance was also confirmed in the lab. The low high voltage lead impedance was caused by a damaged high voltage transistor output transistor.